Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4)

Event description:
It was reported by the patient that when they take their pulse it is different than what their implantable pulse generator (ipg) is programmed to. The status of the device is unknown. No patient complications have been reported as a result of this event.